Event description:
During a lead revision procedure, a seroma was discovered when the physician opened the midline incision. The ipg was reconnected and implanted in the same pocket and the pt will undergo the lead revision procedure at a later date.

Manufacturer narrative:
This is the final report.